Manufacturer narrative:
The second vessel treated was the lcx. Angiography revealed an 80%, 15mm, de novo, smooth, moderately angulated (between 45 and 90 degrees), eccentric, moderately calcified, type b2 lesion in the ostium of the lcx. The lesion was predilated with a 2.5 x 18mm balloon inflated to 14 atms. A 3.0 x 18mm cypher select plus stent was positioned within the target site and was deployed to 16 atms with satisfactory results. The stent was not post dilated. The pt was discharged after three days hospitalization with orders for daily administration of aspirin, plavix (6 months duration), statins, other lipid lowering agents, ace inhibitors, and beta-blockers. At one month follow-up the pt denied any cardiac symptoms and was compliant with all cardiac medications. At six month follow-up, the pt complained of angina. He remained compliant with all cardiac medications. He was re-admitted to the hospital for evaluation of the implanted stents. Repeat angiography revealed a 15% luminal narrowing of the cypher stent in the proximal rca, and a 25% luminal narrowing of the cypher stents in the mid through distal rca. No treatment was required. In the lcx, angiography revealed an 80%, focal instent restenosis of the cypher stent previously implanted in the ostium of the vessel. The vessel was successfully treated with balloon angioplasty and the placement of a 3.0 x 8mm xience v stent within the cypher stent. This pt underwent treatment of two diseased coronary vessels. Four stents were implanted in the rca and one within the lcx, all with good result and no procedural complications. Six months post index procedure, an 80% restenosis was observed in the lcx. This was treated with re-pci and the placement of an additional stent. Luminal narrowing, ranging from 15-25%, was also noted in all four of the cypher stents in the rca. This did not require treatment. This pt has a history of obesity (106 kg), long standing history of premature coronary artery disease dating back more than 10 years, previous treatment with stent placement in the distal rca, hypertension, hyperlipidemia, stable angina and a recent positive exercise stress test. Additionally, he presented with diffuse, severe triple-vessel disease. These factors put the pt at an increased risk for a major adverse cardiac event (mace). The cypher select plus IFU warns that premorbid conditions that increase the risk of poor initial result or the risk of emergency bypass should be reviewed. The lesion in the lcx was described as an 80%, moderately angulated (between 45 and 90 degrees), moderately calcified, type b2 lesion in the ostium of the vessel. These characteristics may also increase the risk of a poor initial result. The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that this device met quality requirements for product acceptance. Restenosis is a known complication of coronary stenting. In this case, the pt's history of premature, aggressive, triple-vessel coronary artery disease and other premorbid conditions, and the vessel and lesion characteristics, may have contributed to the reported events. Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product.

Event description:
This male pt with a history of obesity, previous coronary intervention with stent placement in the distal right coronary artery (rca) (1996), hypertension, and hyperlipidemia, was admitted for coronary evaluation due to stable angina and a positive exercise stress test. The pt was currently taking aspirin, statins, and other lipid lowering agents, ace inhibitors, and beta-blockers. Pre-procedural lab values revealed an elevated ck-mb (less than 2 times the upper limits of normal). Vital signs upon admission were normal. Angiography revealed three-vessel disease. Two vessels were treated during the procedure, the rca and the circumflex artery (lcx). The first vessel was the rca. It contained three distinct lesions: a 60%, 10mm, de novo, smooth, eccentric, type b1 lesion in the proximal rca; an 80%, 30mm, de novo, smooth, eccentric, type b2 lesion in the mid-rca; and a 100%, 30mm, irregular, type c instent restenosis of a previously placed bare metal stent. The distal rca lesion was described as chronically occluded and moderately angulated (between 45 and 90 degrees). Aspirin, a loading dose of plavix (300 mg), and heparin were administered. The standard aggregometry was measured and was 8. The proximal lesion was not predilated. A 3.5 x 13mm cypher select plus stent was deployed to 18 atms at the target site with satisfactory results. Then the mid portion of the rca was predilated with a 2.5 x 18mm balloon inflated to 14 atms. Two cypher select plus stents, a 3.0 x 33mm and a 3.5 x 18mm, were deployed to 16 atms in the target site. The stents were abutting and not overlapping. Finally the distal, instent restenosis was predilated with a 2.5x15mm balloon inflated to 18 atms. A 2.75 x 33mm cypher select plus stent was deployed to 15 atms within the target site. The stents were not post dilated. The residual stenosis in the vessel was 0% and flow through the vessel was timi iii.